Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Cause was not known. A correction bolus and a correction injection were delivered, and the customer changed infusion set to address bg. Customer received third party assistance from their niece, who assisted in observing the correction injection. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.